Event description:
The operator of a vitros 250 chemistry system observed positively biased quality control results with vitros k+ slides assayed on a vitros 250 chemistry system. The laboratory has not received any reports of inaccurate vitros k+ patient results during the time of this event and there was no allegation of patient harm.

Manufacturer narrative:
An ocd field engineer performed diagnostic testing on the instrument and determined that the analyzer was operating as expected prior, during his visit. The fe evaluated the customers 3ml pipette and determined it was likely that it contributed to the event. Evaluation of the vitros 250 analyzer concludes it was operating as expected.